Manufacturer narrative:
The manufacturer received information from a nurse alleging the screen was found to be completely dark when they attempted to use the trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that there was no error code indicating a failure being recorded in the device's error log. The service technician further evaluated and determined there was a display failure that occurred on this device. In conclusion, the device's display was replaced to address the issue. The root cause is confirmed at this time.

Event description:
The manufacturer received information from a nurse alleging the screen was found to be completely dark when they attempted to use the trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.